Event description:
Information received indicated the brakes would not stay locked when the bed was pushed.

Manufacturer narrative:
Two screws were found broken off of both hex rods. The technician replaced both hex rods to resolve the issue.